Manufacturer narrative:
The reported event of lead noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection found an external insulation abrasion that breached the ring electrode cable lumen proximal to the suture tie impression. One of the ring electrode cable coatings was found to be abraded in this region. The inner coil lumen was intact. The cause of the reported event was isolated to external insulation abrasion consistent with friction to the device can.

Event description:
Related manufacturer report number: 2017865-2023-47123, related manufacturer report number: 2017865-2023-47125. It was reported that the patient presented for extraction of the implantable cardioverter defibrillator, right atrial, right ventricular leads due to noise. The system was explanted. The patient was stable.